Event description:
Patient with a nonunion of the first metatarsophalangeal joint was initially implanted on (B)(6) 2010 and underwent a revision procedure on (B)(6) 2010 and patient was revised to a 2.4/2.7mm variable angle lcp plate, 2.7mm va locking screws, self-tapping x 3, pn 202.880 x 1 and pn 202.886 x 1. X-rays taken on (B)(6) 2011 show 3 most proximal dorsal screws fragmented. A CT scan on (B)(6) 2011 showed fracture of multiple screws with mild lifting of the dorsal plate. Multiple ossified fragments were noted at 1st metatarsophalangeal joint with no visualized bridging callus formation or significant periosteal new bone formation. The broken screw removal set was used to remove any remaining screws after hardware removal. Patient was returned to the or on 12/16/11 for removal of hardware and revision to a variable angle locking plate, unknown screws and sliding graft. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. This report is on an unknown plate. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.